Event description:
Information received by medtronic indicated that the customer experienced low blood glucose of 50 mg/dl and stated that the smartguard did not calculate well or gave too much insulin. Troubleshooting was partially performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the insulin pump. The product will not be returned for analysis. Updated summary: customer had a high and it went down fast to 50mg/dl after breakfast. Customer was using the old settings. Sensor was in good condition. Infusion sites were working properly. There was no physical damage. Helpline advised caller to do self-test. Caller will try later when she has the pump. Pump was used within 48 hours of the low. Smartguard was used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer¿s mother reported that customer had a high of 300mg/dl that went down fast to 50mg/dl after breakfast. No symptoms of low were reported. No harm requiring medical intervention was reported. Caller said customer was using the old settings and sensor was in good condition and the infusion sites were working properly. There was no physical damage to the pump. Caller alleged over delivery. Caller was unable to continue troubleshooting since she did not have the pump with her. Pump was used within 48 hours of the low event. Per caller, smartguard was used. It was unknown if customer will continue to use the pump. Pump is not returning for analysis.